Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
This was an endovascular aneurysm repair with aorto-biiliac stent graft and right -sided iliac side branch intervention. The target was the internal iliac artery on the right side, trans femoral left-sided approach. The disease state was an aorto-iliac aneurysm. It was not possible to push the advanta v12 through a 7fr cook sheath because it had dislodged. No harm came to the patient.

Manufacturer narrative:
Analysis: the returned device was inspected to determine the cause of the event. The details indicate that the stent ¿untied too early¿ and was not able to pass through the sheath. Upon opening the returned device the catheter was in good condition. The shaft was not buckled or damaged and the stent was in its original crimped position between the two radiopaque marker bands. The crimped stent diameter was measure and was 2.4mm. This diameter is indicative of a properly crimped stent and matches the data of the 20 crimped stent diameters recorded during the lot qualification testing. The stent and delivery system appear to be in perfect condition. A 0.035in cordis emerald green guidewire was passed through the guidewire lumen of the catheter. The stent and delivery system were then passed through a cook 7fr check flow performer introducer sheath. Some resistance was met passing through the sheath but the delivery system passed through without issue. The stent was still in place after passing through the introducer sheath. To ensure the integrity of the device the catheter was prepped per the instructions for use and the stent deployed. The device was pressurized to the nominal pressure of 8atm as specified on the product label without issue. The balloon was then inflated to the rated burst pressure of the device of 12atm also specified on the product label. The stent and delivery system performed properly. The details indicate that the device would not pass through the 7fr introducer sheath and a new v12 was passed through without issue. Without the sheath used in the case it is difficult to determine why the device in question wouldn¿t pass through the same introducer sheath. If the sheath had been received it would have been inspected for damage and a new 10mm x 59mm v12 covered stent system would have been placed through the sheath to simulate the doctor¿s complaint. Without the sheath it is difficult to determine the cause of the complaint as the v12 device was able to be deployed through a 7fr introducer sheath during this investigation. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ¿ ability of the stent and delivery system to be passed through the labeled introducer sheath (7fr). ¿ ability to deploy the stent at nominal pressure (8atm). ¿ ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ¿ ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿ balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) this lot of catheters passed all quality and performance criteria without any non-conformance's related to the complaint. All 20 devices tested passed through the introducer sheath without issue. Conclusion: based on the review of the complaint details and the device history records review atrium medical cannot conclude that the inability of the device to be passed through the introducer sheath was caused by the v12 covered stent system.